Event description:
Ldi solutions cor-knot device would not release after activating. Second device from package utilized for remainder of securements. Diagnosis or reason for use: minimally invasive aortic valve replacement.